Event description:
An endurant stent graft was implanted during the endovascular treatment of a100mm abdominal aortic aneurysm on an unknown date. It was reported on an unknown follow up CT demonstrated stent migration. Intervention was completed where a physician modified endovascular graft (pmeg) was implanted to successfully repair the migrated endurant graft. Per physician the cause of the migration was due to anatomy as the infrarenal aorta dilated causing the device to migrate.  No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported migration of the endurant stent graft was confirmed on the films provided and suprarenal stent fracture was also observed; however, the cause of the events could not be determined. Lack of pre-implant cts did not allow for a thorough analysis of the pre-implant anatomy. The anatomy at implant is unknown and post-implant cts were not available for a thorough assessment of the stent graft in-vivo configuration and disease progression since the time of implantation. There was only a single imaging viewpoint (a-p) observed in the films provided. It is possible that disease progression due to infrarenal aorta/neck dilatation, as noted by the physician, may have contributed to the suprarenal stent fracture, leading to distal graft migration. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft's suprarenal stents leading to eventual fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.